Event description:
An asymptomatic patient presented to the clinic for follow- up with post-sensed t-wave oversensing on the ventricular lead. The lead was repositioned.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
No medwatch form was received.